Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for a kinked/bend in the guide wire of the radial artery assembly was confirmed. The customer returned one radial artery catheter assembly that had evidence of use. The customer also provided a photo of the catheter hub to the catheter tip with the guide wire extending from the tip. The catheter and guide wire tip have a z shaped appearance. The guide wire within the catheter appears to be located in a clear tray. Due to the limited view of the radial artery assembly and packaging tray in the photo, no additional observations can be noted. A visual inspection of the returned radial artery assembly was performed. The needle hub shows evidence of use due to residual blood in the hub. The guide wire handle (pink in color) was located near the hub of needle which released and extended the guide wire through the distal tip of the needle. The guide wire and the catheter had a similar z shaped appearance with a small tear in the tip of the catheter. The needle bevel tip was not observed at the catheter tip. Also the catheter was lodged on the needle cannula and not attached to the needle hub. Microscopic inspection revealed the needle bevel was protruding from the catheter body through an apparent tear in the body. Other remarks: the IFU states if resistance is encountered while advancing do not force feed the spring wire guide. Also noted, was to not retract the guide wire against the edge of the needle to minimize the risk of guide wire damage. The procedure states to hold the introduce needle hub in position and advance the catheter forward with a slight rotating motion, over the guide wire. Precautions include do not re-insert the needle into the catheter to minimize the risk of catheter damage. A device history records review was performed and did not reveal any manufacturing related issues. Based on the information provided, the evidence of component use and condition of the assembly, operational context appears to have caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "sheath of catheter" is bent. This incident happened during the insertion, and was resolved by removing the catheter and placing another unit with some difficulty in order to puncture the artery. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.